Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received erroneous results for 10 samples from the same patient tested with the elecsys troponin t hs assay on a cobas 8000 e 602 module. All samples had elevated troponin t values believed to be caused by an interferent in the sample. All erroneous values were reported outside of the laboratory. On (B)(6) 2019, the patient was seen for a chest pain sensation. Based on elevated troponin t values, the patient was admitted to the emergency room on the same day and hospitalized. Refer to the attachment for all patient sample data. All samples are from the same patient. Further testing took place at the hospital to diagnose a potential cardiac issue. Further testing included scans, electrophoresis, pro-bnp testing, and troponin I testing. The electrophoresis test had a normal protein result, the pro-bnp result was normal, and troponin I testing was negative. Nothing abnormal was seen with further testing of the patient. The patient then left the hospital without treatment except taking 500 mg. Of paracetamol if in pain. No adverse events were alleged to have occurred with the patient. The e602 analyzer serial number is (B)(4). Two samples from the patient were provided for investigation. Initial investigations of the sample are able to duplicate the troponin t and troponin I values obtained by the customer. The ckmb values of these samples were also found to be within the normal range.

Manufacturer narrative:
Further investigations of the provided patient samples determined that they contained an interferent to a component of the toponin t assay. The interference is caused by a high molecular weight compound, presumably igg. This limitation is covered in product labeling.

Manufacturer narrative:
The patient pulmonary pathology occurring in 2017 was a lung infection. The examination of the patient revealed nothing and the customer concluded that the patient diagnosis was high troponin.